Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal cover cap detaching could not be confirmed as the device was not returned. However, it is possible chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the cover from the endoscope. It is also possible the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic procedure, the single use distal cover cap had dropped out and into the patient. The cap was recovered during the procedure, and no patient injury or procedure impact was reported. The evis exera iii duodenovideoscope was also being used with the distal cover cap device. This complaint is related to patient identifier (B)(6) , model #tjf-q190v, sn #unk.